Event description:
As reported to coloplast, the sling arm broke during tensioning. The sling was removed and replaced with a new sling.

Manufacturer narrative:
The device was not returned, so no evaluation was conducted. Device not returned to manufacturer